Event description:
It was reported that the battery pack of the pulsavac plus produced heat during surgery and the batteries leaked. Add'l clinical follow up with the customer indicated that the reported heat altered the shape of the battery pack. The user described the heat as warm, but tolerable. There was no harm involved with the device operator and another pulsavac plus was available to complete the procedure.

Manufacturer narrative:
The device was returned to the MFR for evaluation. A review of the mfg records was performed and there were no nonconformance during manufacture that would be related to this complaint. All testing requirements were met. The battery pack was the only component rec'd. Observation of the battery pack determined that the wire had been cut. The battery pack was rec'd opened and the batteries were exposed. All 8 batteries were found to have vented. There were no issues found in the wiring of the battery pack. The wires on the cut end of the cable were discolored and had melted together indicating a short circuit condition. The instruction for use and tyvek lid stock both contain a warning that states "do not cut the battery pack cable." This warning is present because cutting the cable can lead to shock, excessive heat and/or sparks and could result in fire and/or personal injury.